Manufacturer narrative:
Additional manufacturer narrative this device is not available for return and evaluation as it remains implanted. The DHR review is not required as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, it is unknown if or when the potential valve-in-valve procedure will take place. Attempts to get additional information regarding the reason for the procedure, patient's medical history and condition or possible comorbidities have been unsuccessful; therefore, the root cause for the possible procedure remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards was informed by the surgeon that he is considering a valve-in-valve procedure in an existing 33mm sav porcine valve after an implant duration of approximately 12 years and 6 months. The reason for potential reoperation is unknown and the scheduled date of the procedure is unknown. The condition of the patient is unknown and no additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote.

Event description:
Through follow up, edwards learned that a patient with a 33mm porcine mitral valve underwent a valve-in-valve procedure due to infective endocarditis which resulted in moderate mitral regurgitation and a failing leaflet. The patient was presented with nyha class iii-IV heart failure, severe mitral regurgitation and some stenosis. The implant duration of the 33mm porcine mitral valve was approximately 12 (twelve) years, 8 (eight) months, 28 (twenty-eight) days. No additional patient medical records were available.